Event description:
The account alleged that the bed exit would set, but not alarm. There were no injuries.

Manufacturer narrative:
Technician replaced the bed exit tape switches to resolve the issue.